Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced motor controller (mc) printed circuit board assembly (pcba) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that the device is getting error code 1104 post backup alarm failed message. It is determined that the motor controller printed circuit board assembly (pcba) needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.